Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. A visual and tactile inspection of the sealed samples noted no abnormalities. The visual inspection of the sample noted six sutures and thirteen needles. It was observed, under magnification, that all but one of the sutures were broken and appeared to have split under tension. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass, thread breakage occurred with two packets in succession when using the products. Another device was opened and used to complete the case. There was no patient injury.